Manufacturer narrative:
The reported fiber was not returned for evaluation by angiodynamics. Although no sample was returned for evaluation, the complaint description of a fractured fiber is confirmed based on photo of the defect provided by the account. However,. Without receiving a sample to evaluate, a root cause cannot be determined, although it does not appear to be manufacturing related. A potential contributing factor could have been handling damage after the device left the manufacturing facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device received 2 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, a pt of unk age and gender presented for an endovenous laser procedure. During preparation of an evlt/pvak procedure the doctor noticed that the fiber was bent inside of the sterile packaging. The device was set aside and the procedure was successfully completed with a new of the same device. There was no harm or injury to the pt as the device did not come into contact with the pt. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.